Event description:
During procedure for dissection of mesentery cyst on the sigmoid colon, no coagulation of tissue was noticed when using the subject instrument. After the procedure was completed, noticed a 10-12 mm burn around the trocar site. No treatment was required for the burn other than topical ointment.

Manufacturer narrative:
Devie was tested by attaching it to a valley lab force 2 electrosurgical generator set to 25, 35 and 45 watts. Instrument was found to operate correctly in that it exhibited ability to coagulate tissue. This was demonstrated by ability to produce smoke when tongs gripped a wet paper towel. Instrument was inspected and found to have insulation on tongs worn, exposing tongs. This has no effect on performance of instrument. As stated by reporter, seitzinger instrument was passed through a disposable 10/12mm endopath ethicon trocar sleeve during procedure. According to our engineering dept, plastic trocar sleeve would therefore act as an insulation element between bipolar instrument and pt. Therefore, it would be impossible to have any current passing through pt's body during bipolar procedure even if insulation of tongs was stripped or damaged. Add'l 4 pages.